Event description:
Customer reported the unit will flash, but no audible tone is heard. No other physical damage was reported. There was no pt incident or injury reported.

Manufacturer narrative:
Results: evaluation of the returned product revealed the unit powers up, but has no alarm tone. The lcd display is partial. The aqualert indicator label shows evidence of moisture exposure. The bracket pull tab is broken and missing. The top right corner of the case is cracked. Note: posey instructions for use indicates the sitter ii is an electronic device that may fail to work if the unit is subjected to severe mechanical shock, such as dropping the unit, or is submerged in liquid; the unit may stop functioning as designed. (B)(4).